Event description:
During dilation of esophagus and scope withdraw from pt, nurse touched the tip of the scope to secure dilation wire and was burnt by the scope. Pt procedure was completed with savory dilator and wire in place. Post procedure scope was evaluated by staff and found to have overheated tip. Scope sent for repair. Pt did not sustain apparent injury to mucosa. (B)(6) friday, it was decided to check all the gif scopes to ascertain if this issue could be found on other model and types of upper scopes. All scopes did appear to be very hot to the touch, causing withdraw of hand or finger from the tip within 5 seconds of contact. Biomed notified, after eval of the issue a decision was made to contact olympus. Reps, and field engineers were brought in without resolution to the problem. Only (B)(4) scopes demonstrated the issue. We pulled all adult upper scopes ((B)(4)) from svc. Sent one scope to olympus for eval and repair. Gi entered a formal complaint (#(B)(4)) to the scope MFR. Upper procedures are being performed currently with the two remaining pediatric upper scopes. Procedures and pt care continues, with some delay and alternative treatments until safe use of the scope can be determined.